Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) replacement procedure, it was confirmed that the superior vena cava (svc) coil and the right ventricular (rv) coil of the right ventricular (rv) lead were connected to the incorrect ports in the connector of the ICD. The coils were connected to the new device correctly. The ICD was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.